Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and one haptic tore. There was no pt contact or injury.

Manufacturer narrative:
H6: visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.